Manufacturer narrative:
The reported event: snare failed to transmit current. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found no issues, and the cautery pin is properly attached. The device passed the resistance test and was within specifications. The complaint was not confirmed. The unit showed neither evidence of either the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to apply cautery, however, the device failed to transmit current. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed using a second captiflex medium oval snare. There were no complications as a result of this event. The patient's condition following the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to apply cautery, however, the device failed to transmit current. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed using a second captiflex medium oval snare. There were no complications as a result of this event. The patient's condition following the procedure was reported to be "fine."